Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was shutting off without prior indication of low battery and goes directly to off no power. Customer's blood glucose value was unknown. The customer was not assisted with troubleshooting. The customer states the problem repeats every few days, customer was using (B)(6) battery and battery cap was intact. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected battery power loss and off no power alarm noted during the testing.